Event description:
I purchased several boxes of accolade gauze pads distributed by facility, to clean a wound on my mother's leg. The pads are made in another country, and sterilized in the USA. They have caused a severe, painful, allergic reaction. Initially the pads were used to clean the wound but as the wound worsened, she began using them to dress the wound. Shortly thereafter, she developed a rash in the area of the wound. We realized the most intense area of the rash was where the pads were. In fact, the rash follows the square edges of the pad. Dose or amount: na. Frequency: na. Route: top. Dates of use: 2008. Diagnosis or reason for use: cleaning leg wound. Event abated after use stopped or dose reduced: yes.